Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. The unit was received with corroded electronic and motor assemblies. The unit was also received with minor scratches on liquid crystal display window, a cracked case at the display window corners, cracked battery tube threads, and a broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was lying in bed. The customer did not know the blood glucose reading. She noted that she had been outside in hot weather leading up to the issue. Her most recent blood glucose was 251 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.